Event description:
Update: (B)(6) 2013- medical device declaration was received stating dor. Part/lot information was also given.

Event description:
Litigation papers allege the patient suffered pain and discomfort in her right hip and metallosis exposure.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address metal stained fluid collection, tissue response to metal, granulomatous metal stained tissue, corrosion on the neck, and cystic changes. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.